Event description:
It was reported during a da vinci hysterectomy procedure, the vessel sealer instrument stopped working. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The vessel sealer blade was dislodged between the grips. The self-test would not pass and this instrument did not engage. The blade and the blade cable were not bent. After re-seating the blade the instrument passed self-test with no error messages. The electrical continuity passed. Remote fe showed several blade jammed error message during the procedure. Additional observation during failure analysis found the instruments snake wrist to be dislodged. No pieces were missing. The instrument was placed on the system but did not advance through the 8mm cannula due to the dislodged snake wrist. A 13mm stapler cannula was used instead and the instrument advanced through the cannula for engagement. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the dislodged snake wrist if to recur could cause or contribute to an adverse event.